Manufacturer narrative:
Your facility did provide photos/samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and properly discards any affected product. Bd will replace all discarded applicators with unaffected bd product . Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally. H3 other text : see narrative section.

Event description:
Material no.: 930815, batch no.: unknown. It was reported the back end of the applicator came off causing the glass to break. Back of applicator off and glass vials broken in chp 26ml. Broken glassdangerous to customer and patient.

Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815, batch no.: unknown. It was reported the back end of the applicator came off causing the glass to break. Back of applicator off and glass vials broken in chp 26ml. Broken glass dangerous to customer and patient.